Event description:
Literature tannoury c, degiacomo a. Fatal vertebral artery injury in penetrating cervical spine trauma. Case reports in neurological medicine. On 2015 reports patient death following anterior cervical corpectomy using bengal stackable monolith ((B)(4)). "The patient expired from brainstem infarction secondary to occlusion of the basilar artery following penetrating injury to the cervical spine. Despite the aforementioned literature supporting internal and external fixation to prevent further neurologic deterioration, one may not exclude the surgical manipulation, of an unstable cervical spinal segment with vascular injury, as a trigger to subsequent neurovascular insult." Following gunshot wound, patient underwent c6 cervical corpectomy utilizing carbon fiber bengal stackable monolith in lordotic configuration.